Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2018) is known. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Please describe the shape of the staples. How may counter-clockwise revolutions of the adjusting knob were used to open the device? What is the current status of the patient?

Event description:
It was reported that during a lap sigma procedure, device could not be removed after being fired. Surgeon changed to open and found malformed staples and leaking anastomosis. Surgery was completed with new cdh29a. Anastomosis was then closed, however again stapler was difficult to remove. Surgeon is an experienced user of the product. No harm to patient.